Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1000 mg/dl; cause was unknown. Customer went to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer reverted to an alternate method of insulin therapy.